Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator produced faults c-00 and c-33. Technical service engineer (tse) had the staff power cycle the erbe, but the fault reappeared. Tse then instructed the staff to switch the monopolar coagulation mode from swift to classic once the grounding pad was connected to the patient, explaining that this would allow the setting to be changed, and advised that they call back if changing the energy mode did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection indicates the iesu is in good cosmetic condition. During testing, the iesu displayed error code c-33 on start and the iesu showed c00 and m b0. The probable root cause of error c33 is attributed to a faulty electrical component inside the generator. This error indicates a higher voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.